Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported failure. Upon evaluation of the device, physio-control observed internal electrical leakage that has the potential to deplete the internal hybrid layer capacitor (hlc) batteries, which could inhibit the device's ability to provide defibrillation therapy, if necessary.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. It was observed that the device's analog pcb assembly caused the internal hlc batteries to deplete. Physio-control further evaluated the analog pcb assembly and determined that the cause of the reported failure was due to electrically leaky filters, designators fl9, fl10 and fl11 on the analog pcb assembly. These filters being electrically leaky caused the internal hlc batteries to deplete. A replacement device was provided to the customer under warranty.